Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured between march 13-14, 2024. H11: the actual device was received for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported flow problem. The tubing was reconnected then a functional flow test was performed, and the flow rates were found to be within the product specification. Evidence of continuous flow of fluid was observed during the functional flow test. Based on the evaluation result, the infusor unit was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. It was observed that the device had no change in the fluid volume for nearly 24 hours after infusion. The device contained fluorouracil and 0.9% normal saline having a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.